Manufacturer narrative:
This medwatch is being filed in an abundance of caution. The dealer stated that while drilling the hole to attach the actuator, the drill bit broke, causing it to slip and go into technicians' hands. It cannot be confirmed what medical treatment the technician received. An invacare associate worked with the dealer to demonstrate the correct procedure and instructed them to follow the directions on the instruction sheet when changing the actuator. The event has not been determined to be the result of a device malfunction.

Event description:
It was reported that the technician drilled his hand while drilling the hole to attach the actuator to the tdxsp-cg-gt wheelchair.